Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact on the customer's blood glucose level. Customer was provided with information on how to reset the pump, successfully reset it, and was advised to continue using the pump. The customer acknowledged the instructions and agreed to contact technical support if the malfunction code reoccurs.